Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1 - a2: patient initials and age was not available. E1: initial reporter first name is unavailable. H3, h6: no parts have been returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the site experienced an alleged screw deviation when using this system. The procedure was a spinal fusion from l3 to s1 and the perceived deviation occurred on the left screws of l4 and l3. It was perceived to be a deviation of 3 mm medial. The manufacturer representative noted that when planning, the angle seemed to be too lateral (18°) and there was lots of soft tissue pressure when placing the screws. The site removed the two screws and placed them free hand. It was later noted by the manufacturer representative that the surgeon was forcing the surgical system causing it to move. The first six screws were perfect and the last two were off due to user error. There was a surgical delay of less than 1 hour. There was no impact on the patient outcome.